Event description:
The following events were noted through a periodic article review. A (B)(6) study, conducted between march 2007 and february 2010, was performed in 62 patients in whom carotid artery stenting and coronary artery bypass graft (CABG) surgery was performed. All patients had significant carotid artery stenosis (>70%) and were candidates for CABG. Carotid artery stenting was technically successful in all 62 patients. Three deaths occurred, 2 of neurological causes and 1 from cardiac causes. Of the 62 patients, 5 xact stents and 1 acculink stent were implanted. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The xact stent referenced in is being filed under a separate manufacturer report number. (B)(4): article: staged carotid artery stenting and coronary artery bypass surgery versus isolated coronary artery bypass surgery in concomitant coronary and carotid disease. There was no reported product deficiency. The reported patient effect of death is a known observed and potential adverse event as listed in the in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. (B)(4).